Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) reached end of service (eos) with notification to replace the device immediately. It was also noted that a ICD alert triggered for "alert - charge circuit timeout occurred" and charge time was greater than 30 seconds". The right ventricular (rv) lead was noted to have triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and lead failure predictor (lfp) episodes. Rv lead impedance triggered an impedance alert due to elevated bipolar impedance measurements. The rv lead remains in use. The patient was hospitalized to be transferred to a different healthcare facility for device replacement. No patient complications have been reported as a result of this event.